Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal patient information guide state some bruising of discomfort is common during the healing process after intravascular procedures; however, the patient should contact the physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.

Event description:
It was reported following a single vessel angioplasty, a femoral angiogram verified the patient was suitable for angio-seal deployment. The angio-seal was deployed, held overnight and discharged the next day. The following night, the patient woke up to use the bathroom, heard a popping sound and experienced bleeding from the puncture site. The patient went to the emergency room and was admitted. The blood loss led to cardiogenic shock.